Event description:
Underdelivery reported: the pump was programmed to deliver an unspecified antibiotic in the intermittent mode (prescription info unk). It was reported that when the nurse went to the pt's home to change the fluid container, there was more fluid in the container than what there should have been. The nurse made the assumption that the last dose was only partially delivered. The pump was replaced and therapy continued for 2 more days when therapy was completed as scheduled. The physician was not notified. There was no incident report generated. There was no report of pt harm reported. Though requested, there was no add'l info available.